Event description:
The following has been reported: (crna) was prepping for patient use, set not recognized, they tried a second set, same not recognized message. Fresenius kabi rep working with the pump, tried to seat the cassette with the new method of pressing on the bottom of the cassette after closing the handle. Could not get the "reload cassette" message to go away. Played around the pins, tried different cassettes, could not clear the message. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: tubing set error (ipc connection leak failure) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Air is leaking through the ipc barb / epoxy interface on the manifold. Root cause: the two specific locations where it is leaking appear to be a junction of adhesive. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.